Event description:
Physician reported a pt she had injected with radiesse in the nlfs on (B)(6) 2013. Dr (B)(6) contacted the pt later the same evening and she reported much pain and swelling with numbness of her upper lip. She stated she was icing the area and took ibuprofen. She called dr (B)(6) the next day ((B)(6) 2013) reporting more swelling to the right cheek and jaw area with crusty, yellow patches at the right nasolabial fold. On (B)(6) 2013, the pt was admitted to the hospital with an elevated white count and was diagnosed with a vascular occlusion and soft tissue cellulitis. Dr (B)(6) said the pt is being seen by a plastic surgeon in the hospital and has been treated with 4 doses of antibiotics (dose, duration and name not provided). A consult was provided for dr (B)(6) with dr (B)(4). Dr (B)(4) reported the pt has mild vascular compromise with some superficial sloughing. The admitting doctor also felt she had an infection possibly related to an acute sinusitis. They discussed wound care and proper f/u once the skin has re-epithelialized.

Manufacturer narrative:
F/u regarding the pt's current status was requested; however, no further info has been reported. The device history record for radiesse lot #100067768 was reviewed. All required testing specs for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.